Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was hard to pressed with the force. The customer blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had no delivery alarm and it was loud when rewinding. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm or rewind anomaly due to unresponsive button. (B)(4).